Event description:
It was stated that the customer prepares pain therapy cassettes with and without sufentanil in their pharmacy for their anesthesia outpatient clinic. It has been reported that the problem occurs during production in the pharmacy. Occasionally, when filling the cassette, the tubing at the end where the connector is located is defective. This becomes apparent during the filling process because liquid leaks out. It was stated that the customer loses a huge amount of medicine in the cassette. There was a delay in therapy with no adverse event. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - updated. D9 - date returned to MFR was 06-apr-2026. Thirteen (13) samples were received for evaluation. The device history file was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. All returned devices underwent visual inspection, during which no damage or anomalies were observed. Leak testing was performed on the tube luer bond junction of all thirteen (13) cassettes. No leaks were noted on the seven (7) of the samples. The customer complaint was not confirmed for seven (7) samples. The probable cause cannot be determined.